Event description:
When device tip contacted patient the EKG screen on the anesthesia unit went blank. Machine came back on when plasmablade deactivated.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.